Event description:
Additional information was received on 13dec2019. The procedure performed was a pelvic angiogram using a 5fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved with the second angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a5, a6, b5, d4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown part number/lot number. UDI - unknown due to unknown part number/lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part number/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the angio-seal was used to locate the artery per the IFU. After pushing the angio-seal to deploy the foot plate, the angio-seal would not release to expose the tamper tube. They had to cut the tube between the 2 arrows to release and then the patient achieved hemostasis. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc.